Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during use. During dwell 3/4. The hp was connected to the machine. Hp called to report a se 2367. Hp said he had alarm and powered off. Hp has removed set up. Technical service representative (tsr) reviewed alarm log, se2240. Tsr explained the alarms. Hp thought the unused line was open. Hp was doing manual exchanges. Tsr advised to let the renal nurse know about the alarm. No clinical consequences for the patient were reported

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.